Manufacturer narrative:
The device was received for evaluation. During functional testing, "infusion ran faster the set rate" was and found the device to under-deliver. A review of the event history log revealed event details and an event occurrence date were not provided, however a review of the last days of customer use in the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration pressure plate travel, m2/m3 springs, mechanism door and hooks . The pressure plate travel requires adjustment and the m2/m3 springs, mechanism door and hooks will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.